Manufacturer narrative:
Follow-up #1: date of submission 10/23/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2013 with the following findings:the pump showed one occlusion in the black box history occurring on 06/24/2013 at 7:25 pm associated with high force. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump performed the rewind, load, and prime steps appropriately. A force sensor calibration test was performed and confirmed that the force sensor was within calibration. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no occlusion occurred during testing. An occlusion was induced during testing and the pump correctly detected the occlusion and alarmed appropriately. No delivery related defects were found during testing.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting blood glucose levels over 19 mmol/l with muscle soreness and bone pain. The reporter stated that the pump was not giving occlusion alarms all of the time when it should be. The reporter confirmed that the delivery was set for normal and the occlusion sensitivity was set to high. The reported blood glucose does not meet animas criteria for an adverse event. This report is made based on the allegation that the pump was not emitting occlusion alarms as appropriate.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.